Manufacturer narrative:
(B)(4). D10: 42509901000 - persona 0 deg dist cut block - 65969168. G2: foreign country : canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the pins became stuck in the cut block and could not be removed. The surgical technique was utilized. There was no surgical delay. The device was returned fractured. Attempts have been made and all available information has been provided.